Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address tibial loosening at cement/implant interface (depuy cement was used in the primary surgery).